Event description:
It was reported that during a pph procedure, the stapler only applied the posterior hemicircumference of the staples. The anterior part was cut but not sutured. The case was completed by manually suturing. No adverse patient consequences.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.